Event description:
Reporter indicated that a vns (B) (4) computer was freezing during interrogation. Performing a hard reset resolves the freezing, but it continues to recur. The handheld computer was returned without the flashcard for product analysis. Analysis of the computer did not reveal any anomalies and the computer performed per specifications. As the flashcard was not returned, product analysis could not be completed on the flashcard itself.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.